Event description:
Ethicon enseal, (B)(6), lot number 27028h, device continuously repeats error when trying to use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).